Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope had a pink image on screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: the video cable was broken, the fiber bonding in the outer tube area (distal end) was damaged, the lg-bundle of the insertion section was broken and light transmission is not given or too low. Based on the investigation results, the most likely root cause was a damaged video cable, which resulted in a purple image (pink image on screen). Cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope had a pink image on screen. There were no reports of patient harm.